Event description:
Caller reported inform system blood glucose results of 571 mg/dl, 156 mg/dl, and 245 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.